Event description:
Boston scientific received information that the right ventricular (rv) lead displayed high, out of range pacing impedance measurements greater than 2,000 ohms. There was no noise noted on the patient's presenting electrogram. The patient was to be seen in clinic for follow up. A request for additional information from the local boston scientific field representative was made. There were no adverse patient effects reported. The device remains in service. Subsequent information from the local boston scientific field representative indicated that patient was to keep their normal scheduled office appointment and will be monitored via the patient's home remote monitoring system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.